Manufacturer narrative:
Previous report was submitted under MFR# 2916596-2022-15155. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had surgical complications during left ventricular assist device (lvad) implantation. They had aortic insufficiency and right ventricular strain. The patient was unable to be weaned from the cardiopulmonary bypass machine, requiring a right ventricular assist device (rvad) to be placed. After the procedure, while the patient was in intensive care, the patient had significant bleeding from the driveline site and large volume of blood from their chest tube. They received 8 units of packed red blood cells (pcbc), 5 units of fresh frozen plasma (ffp), 20 units of cyro, and 7 units of platelets. They were also given desmopressin and protamine. On (B)(6) 2022 that patient was sent back to the operating room for concerns over tamponade. The chest was opened, and a large amount of blood and blood clots were noted. The clots were removed, the chest irrigated, and the chest was cauterized. (B)(6) 2022, daily cbc's and transfuse were given to maintain hemoglobin greater than 8.0. The patient had supraventricular tachycardia with a heart rate in the 180's on (B)(6) 2022. They received two 150 mg amiodarone ivs and an IV of magnesium, the patient was successfully cardioverted back to normal sinus rhythm. As of (B)(6) 2022, a tracheostomy was performed to remove the buildup of mucus that was the result of respiratory failure. The patient had a weak cough which improved after the secretions were removed. The patient was re-intubated for airway protection. On (B)(6) 2022 electrophysiology was consulted. Ablation was not recommended. The patient was started on lidocaine drip on (B)(6) 2022 which continued until (B)(6) 2022 at which point the patient was started on an oral dose of mexiletine. On (B)(6) 2022, the patient had copious amounts of foul-smelling diarrhea. A stool sample was positive for c-diff. The patient was started on vancomycin on (B)(6) 2022. The rvad was decannulated on (B)(6) 2022 after which the patient continued on inhaled nitric oxide and inotropes. A polymerase chain reaction (pcr) test retired positive for cytomegalovirus (cmv). It was noted that the patient had prior infection noted on (B)(6) 2022. The patient was delirious. They were started on ganciclovir. A repeat cmv pcr test was planned for (B)(6) 2022. On (B)(6) 2022, the patient was off vent but continued use of inhaled nitric oxide (ino) and high flow oxygen through trach. On (B)(6) 2022, the patient experienced large volumes of liquid diarrhea. The patient was hypotensive with mean arterial pressure (map) of 50mmhg. Their hemoglobin was 6.2. The patient received 1 unit of prbc. The patient was hypothermic as well. Blood and respiratory cultures were taken. The respiratory cultures were positive for gram-positive cocci and a few gram-negative bacilli. The patient was started on antibiotics vancomycin and cefepime. On (B)(6) 2022 an endoscopy revealed duodenal ulcers with stigmata of a recent bleed: there was no active bleed. The patient continued on a proton pump inhibitor drip and maintained hemoglobin levels greater than 7. Although there was no recurrent bleeding, the patient received 1 unit of prbcs overnight on (B)(6) 2022. The patient remained dependent on low-dose inotrope, dobutamine at 2.5mcg/kg/min and inhaled nitric oxide at 5. The patient was weaned from nitric oxide on (B)(6) 2022 and was weaned from dobutamine on (B)(6) 2022. On (B)(6) 2022, antibiotics was completed. On (B)(6) 2022, wound cultures were collected and on (B)(6) 2022 the cultures returned positive for candida. The patient was started on ancef (cefazolin) for superficial sternal wound infection through (B)(6) 2022 and wound vacuum was to be placed. On (B)(6) 2022, ancef was completed. On (B)(6) 2022, urinalysis was collected since the patient complained of burning with urination. Urinalysis was positive for leukocytes. Patient was started on rocephin 1 gm daily x 3 days. (B)(6) 2022, 4 weeks of ganciclovir was completed. Cmv was undetectable. On (B)(6) 2022, urine was collected. (B)(6) 2022, the patient completed 3-day course of rocephin (ceftriaxone). There was no further complaints or signs of infection. On (B)(6) 2023 trach was successfully capped x48 hours and removed. The patient developed pressure ulcer to sacrum. Wound progressed and CT obtained on (B)(6) 2023 consistent with sacral osteomyelitis. Bedside debridement was done. There was no indication for surgery or antimicrobial.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infections could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding, respiratory failure, localized infection, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number for rvad: 3003306248-2023-01375.